Event description:
A customer reported obtaining unexpected negative reactivity with the ab_ID assay on the echo instrument during validation.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Cells 3-13 visually appeared positive. Quality control resulted as expected. All daily, weekly and monthly maintenance was acceptable. The camera appeared aligned and focused, camera calibration values were within range. Review of the event log showed no errors occurred at the time of testing. Could not rule out sample related issues. Customers were made aware that all negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) dated (B)(4).